Event description:
It was reported that this implantable pacemaker exhibited failure to capture on the right ventricular channel. This device was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: d6b: explant date.

Event description:
It was reported that this implantable pacemaker exhibited failure to capture on the right ventricular channel. No changes have been performed. This device was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields:

Event description:
It was reported that this implantable pacemaker exhibited failure to capture on the right ventricular channel. No changes have been performed. This device was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.